Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored. The hosp has reported no pt injury occurred.